Manufacturer narrative:
The customer reported that they had a tele patient on this central nurse's station (cns) that did not alarm vtach after a 14 beat run. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported that they had a tele patient on this central nurse's station (cns) that did not alarm vtach after a 14 beat run. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the (B)(6) center reported the following issue with pu-621ra; sn: (B)(6), from patient monitoring: a tele patient on the cns did not alarm vtach after a 14 beat run. Investigation summary: the root cause of the reported condition was identified to be the low amplitude of the ECG which caused the qrs detection to miss a beat. The software did not recognize the qrs width widening and the change in qrs shape. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue is considered to be user triggered and not due to nk device malfunction. The following fields are not applicable (na) to this report: b2 d4 lot#: & expiration date. G4: device bla number. Attempt # 1: on (B)(6) 2021, emailed the customer via microsoft outlook for all the information: customer replied that the patient information was unknown. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: multiple patient receiver (org): model: org-9100a, serial#: (B)(6).

Event description:
The customer reported that they had a tele patient on this central nurse's station (cns) that did not alarm vtach after a 14 beat run. No harm or injury was reported.